Event description:
On (B)(6) 2014, the reporter contacted animas and reported a rewind issue with the pump. It was noted that the rewind stops prior to completion. There was no reported adverse event associated with this complaint. There was no indication of a delivery issue with the pump. The pump type involved was reportedly unknown at the time. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.